Event description:
It was reported that the patient presented to the clinic, and the pulse generator exhibited an episode of noise reversion. Review of the egm appeared that the noise was likely emi. No intervention was performed and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).